Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No UDI# exists for the specified product code.

Event description:
Burr clogged and the inner piece didnt rotate anymore. Both pieces stucked together. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No UDI exists for the specified product code.

Event description:
Additional information received from affiliate on 07june2018: it was noted the procedure was an acromioplasty. The procedure was completed with another barrel burr.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: lot#, device manufacture date. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the inner and outer shaft of the device have been locked together. The device requires adequate irrigation to avoid tissue from building up inside the shaft while also remaining at a temperature during operation that will not damage the device. If adequate irrigation is not used, debris can build up in between the two shafts and the friction caused by the spinning shafts can induce heat transfer and cause the two parts to cold weld together. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A non-conformance was identified during processing of the lot, however is not related to the complaint condition. Therefore, our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).